Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that patient received a vibratory alert for battery reaching eri. The estimated remaining battery life was 2.9 years 3 months ago. The device will be replaced due to suspected premature eri.

Event description:
New information provided indicated the device was explanted and replaced.